Manufacturer narrative:
Intuvie received a report indicating that their zyno device was giving an air in line and occlusion alarms. Upon inspection of the tubing, customer observed the tubing to be collapsed causing restriction in the fluid path and in worst case, triggering air in line and occlusion alarms. A review of the device's serial number history revealed no similar complaints. The device was not returned. The failure mode was not confirmed and the probable cause remains undetermined. The investigation remains ongoing. Reference to complaint numbers: (B)(4).

Event description:
Intuvie received a report indicating that their zyno device was giving an air in line and occlusion alarms. Upon inspection of the tubing, customer observed the tubing to be collapsed causing restriction in the fluid path and in worst case, triggering air in line and occlusion alarms. No patient harm was reported.

Manufacturer narrative:
This MDR serves as a correction: the event date has been updated to june 20, 2025. It was reported that the IV sets are not being returned. As a result, the investigation was conducted based on the pictures provided by the end user. The images were reviewed to assess the reported issue; however, without the physical devices, further functional testing could not be performed. No additional patient or user harm has been reported at this time. Reference to complaint#: (B)(4).